Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Red material around screw of tibial impactor and that had excreted out of impactor into tray. Not used for the procedure. Surgeon opted to still use other instruments within that tray. No delay or adverse event.

Manufacturer narrative:
The device associated with this report was not returned. Review of the product design finds there are no red colored component in the device assembly. A complaint database search finds no additional reports of discoloration against the provided product and lot combination. A two-year complaint database search against product code 965383 finds no additional reports of discoloration. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update (B)(6) 2016 - complaint has been reopened at warsaw's request due to receipt of complaint sample product. Examination of the submitted rp tib try impactor was unable to confirm the reported red material around screw of tibial impactor. The sample was submitted after being thermal disinfected by the complainant and steam decontaminated at depuy warsaw. It is unknown if the decontamination cycles removed the reported red material around screw of tibial impactor. The root cause of the reported red material is unknown. The investigation did not find any evidence indicating product error was a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.